Manufacturer narrative:
As reported, the device button of an exoseal vascular closure device (vcd) would not depress. The product was unable to be deployed in the patient, so manual compression was held instead for hemostasis. No adverse patient events occurred. The physician has been using exoseal vcd for years and is certified. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The button would not depress at all and completely locked out despite the proper technique. The indicator window was showing solid black at this time and did not show any red color during retraction. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be confirmed. Based on the very limited device information available, the cause of the reported event cannot be determined. Procedural and/or handling factors may have been contributing factors to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the device button of an exoseal vascular closure device (vcd) would not depress. The product was unable to be deployed in the patient, so manual compression was held instead for hemostasis. No adverse patient events occurred. The physician has been using exoseal vcd for years and is certified. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The button would not depress at all and completely locked out despite the proper technique. The indicator window was showing solid black at this time and did not show any red color during retraction. The device is not being returned for evaluation as it was discarded.